Event description:
Patients husband reports that patient is having occlusion alarms weekly. Patients husband reports this is third set of pumps since early this year. Patient's husband did not report any missed doses or adverse events. No additional information reported. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number - (B)(6). Set flow rate and volume delivered are unknown. This is a continuous infusion. Photographs were not provided. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No. Upon patient return did we replace device? No; did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved? Resolved. Device code: 3015. Patient code: 4582. Reference reports: mw5183956, mw5183957.